Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the study (av pas) that sometime later post percutaneous transluminal angioplasty procedure by using lutonix dilation catheter on the basilic vein of the left upper arm for dilation of stenosis, the subject eventually expired. The cause of death was not reported and relativity of the event with the device or procedure is not reported.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. As per the provided crf, the lutonix device was used on the patient on (B)(6) 2024. No device failures or procedural issues were reported at the time of the procedure or during the 6 month follow up. The patient reportedly expired on (B)(6) 2025. Cause of death was listed as end stage renal disease. No reintervention was ever performed. However, the exact relationship between the patient death and device/procedure was not reported. Therefore, the investigation is inconclusive for the reported event. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the study (av pas) that sometime later post percutaneous transluminal angioplasty procedure by using lutonix dilation catheter on the basilic vein of the left upper arm for dilation of stenosis, the subject eventually expired, due to end stage renal disease. The cause of death was not reported and relativity of the event with the device or procedure is not reported.

Manufacturer narrative:
H11: additional information was received indicating that the cause of death was not related to the device, the procedure, or the av access circuit. Therefore, the file was reassessed for reportability and determined to be no longer reportable. However, since an initial MDR was already submitted, the file will remain classified as a death. B5, g3, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the study (av pas) that, sometime after undergoing percutaneous transluminal angioplasty using a lutonix dilation catheter on the basilic vein of the left upper arm for stenosis dilation, the patient eventually expired, due to end stage renal disease. It was further reported that the death was not related to the device, the procedure, or the av access circuit.